Event description:
Child was in the operating room for surgery to repair congenital heart defect. A 10 french foley catheter was placed into the pt's bladder and inflated with 3 cc of fluid. The catheter slipped out of the bladder, and it was noted that the balloon was broken and the tip of the catheter had broken off and remained in the pt's bladder. If the child does not spontaneously pass the catheter tip, surgery will be necessary to remove it.